Manufacturer narrative:
Occupation: clinical education consultant. (B)(6).

Event description:
Information was received that a smiths medical portex ivory north facing polar preformed endotracheal tube cuff leaked while in use. No adverse patient effects were reported.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Upon visual inspection, the device was noted to be in good physical condition. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. A leak was noted to be coming from a small tear in the cuff, confirming the reported customer complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.